Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump screen had scratches and the compartment where the reservoir goes in was cracked. Customer's blood glucose value was 118 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.